Event description:
Clinical der received - dots. Patient was revised to address osteolysis.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. And reviewed by a depuy (B)(4) medical professional. Review of the supplied medical records suggest device loosening and device fracture. From a medical perspective, based on the very limited information available to be reviewed, it is not possible to determine if the complaint is product related. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not draw any conclusions about the reported device loosening or fracture without the devices to examine. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).